Event description:
Failure to alarm patient's pump found to be off this morning, screen blank . When staff attempted to restart device, it commenced continuous therapy but there was no suction to the dressing and wound. The dressing was uncomplicated and intact, no signs of leaks or blockages and the pump was not detecting a problem and did not alarm. The battery was fully charged, staff left the device in situ for 45 mins and when they returned, there was an inactive sign on the device again, it was not alarming and no suction to the wound bed. The memory had been cleared pre starting therapy on (B)(6) 2014 and in the history shows the patient has had 23 hours of therapy. Staff say that from (B)(6) 2014 to this morning (B)(6) 2014 pump was functioning without issue

Manufacturer narrative:
Active investigation in progress; result of investigation will be provided in a supplement report.

Manufacturer narrative:
After investigation the reported complaint was determined inconclusive. Device was returned and inspected at the (B)(6) service center on 30 april 2014. The preliminary evaluation did not confirm the reported issue since the pump passed all initial functional tests satisfactorily. Subsequent evaluation determined the unit was contaminated, therefore it was decided to stop the evaluation process and dispose the unit per internal policy (refer to ra#207464-001). An exact root cause for this issue could not be determined, however, it can be attributed to damaged internal components due to contamination. Review of complaints history for renasys go pump serial # (B)(4) indicates no other complaint has been reported against this device. No further actions are necessary; there is no indication of patient injuries or harm caused by this issue. The complaint is recorded and any similar issues will be monitored through the complaint system.

Event description:
Failure to alarm patients pump found to be off this morning, screen blank . When staff attempted to restart device it commenced continuous therapy but there was no suction to the dressing and wound. The dressing was uncomplicated and intact, no signs of leaks or blockages and the pump was not detecting a problem and did not alarm. The battery was fully charged, staff left the device in situ for 45 mins and when they returned there was an inactive sign on the device again it was not alarming and no suction to the wound bed. The memory had been cleared pre starting therapy on (B)(6) 2014 and in the history shows the patient has had 23 hours of therapy. Staff say that from (B)(6) 2014 to this morning (B)(6) 2014 pump was functioning without issue.